Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis and underwent posterolateral fusion surgery at t10-s2 levels. Post-operatively, the screw had backed out on the cranial side. No screw breakages were reported. The product came in contact with the patient. The patient status was unknown.